Event description:
Event; surgical intervention. Case details: the patient was implanted in 2002. During deployment of a competitor's cuff, the contralateral wire became caught between the cuff and the ancure graft. It was then noted that the contralateral wire was not fully retracted prior to cuff deployment. The physician performed a brachial approach to snare the wire but in the process perforated the aortic arch resulting in blood loss. The patient suffered arrhythmia and had to be resuscitated. A thoracotomy was performed and the arrhythmia was dealt with internal defibrillation with paddles in the open heart itself. The physician waited for the patient to stabilize before retrieving the wire. The wire was retrieved from the left brachial approach without any further incident. The procedure time was over 6 hours. In july 2002 the patient was taken off the ventilator which normal renal function.